Event description:
Patient was revised to address pain and elevated cocr levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
(B)(4). Update - (B)(4) 2012: litigation documents were received. The litigation alleges that the patient suffered extreme pain, loosening and instability of the implant. The patient also had large amount of chromium- cobalt metal ions and particles released into the blood, tissue and bone surrounding the implant. As a result the patient experienced pain, popping, numbness, discomfort, sensitivity, and inflammation in her right hip, thigh and groin with associated lack of mobility, skin rashes and extreme fatigue. The patient further experiences a metallic taste in her mouth, her tongue appears green and has difficulty sleeping.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).